Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department with redness at the pocket site with drainage oozing from the incision. On (B)(6) 2025, the incision started to separate, and more drainage was occurring from the pocket site. On (B)(6) 2025, the pocket was washed out with antibiotics, and the ipg was placed in a dissolvable antibiotic pouch, and a wound vacuum was placed. The patient was placed on IV antibiotics. The wound vac was removed on (B)(6) 2025. The patient was discharged home and oral antibiotic continuation occurred. As of (B)(6) 2025, the patient was still continuing oral antibiotics, and the site was visually better.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was a post-procedural infection. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department with redness at the pocket site with drainage oozing from the incision. On (B)(6) 2025, the incision started to separate, and more drainage was occurring from the pocket site. On (B)(6) 2025, the pocket was washed out with antibiotics, and the ipg was placed in a dissolvable antibiotic pouch, and a wound vacuum was placed. The patient was placed on IV antibiotics. The wound vac was removed on (B)(6) 2025. The patient was discharged home and oral antibiotic continuation occurred. As of (B)(6) 2025, the patient was still continuing oral antibiotics, and the site was visually better. As of (B)(6) 2025, the patient had completed antibiotics, the site was healing, and no additional follow-up with the infectious disease physician. As of the week of (B)(6) 2025, the infection had resolved and the patient was well.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).